Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed that the inner conductor coil had a break near the is-1 terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. (B)(4).

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to helix extension issues. This lead was successfully replaced. As a consequence of this issue, the procedure time was prolonged. No additional adverse patient effects.